Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported: the scope did not recognize and shows incompatible no negative impact in state of health reported. On 04-mar-2026 it was reported that due to the malfunction, it was required to scope the patient more than once and the visit took longer than planned. There was a 10-minute delay as the clinic room was changed to figure out the problem.

Manufacturer narrative:
The hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and no light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).